Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the brachial artery after an interventional procedure. Reportedly, during advancement of the suture trimmer, the suture a suture break occurred. It is unknown how hemostasis was achieved. There were no reported adverse patient sequale. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Subsequent to the medwatch report, additional information was received indicating the device was used in the right femoral artery, not in the brachial artery as initially reported.